Event description:
On (B)(6) 2009, the patient underwent a procedure using three components of a gore excluder aaa endoprosthesis to treat the abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg deployed on the right side landed into the right external iliac artery and unintentionally covered the right internal iliac artery. The physician decided to take wait and see approach. The cause of the unintentional coverage of the internal iliac artery is not known.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.